Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated the cartridge was out of insulin and needed to be changed for an unknown reason. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.